Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4316 lot: ni description: next generation anchor kit-sterile sc-4316: one of the eyelets was torn with missing silicon material. Sc-8116-50/460358: the paddle shows 12 missing electrodes and the two leads are detached from the paddle . Damage to the device was similar to the typical explant damage and was not considered a failure. X-ray inspections found no cable breakage.

Event description:
A report was received that during an explant procedure several contacts were dislodged from the paddle lead. Two of the contacts remained inside the patient because the physician felt like they were difficult to retrieve. The physician did not suspect malfunction of the paddle lead.

Manufacturer narrative:
Additional information was received that the physician was confident the missing silicone was not left in the patient.

Event description:
A report was received that during an explant procedure several contacts were dislodged from the paddle lead. Two of the contacts remained inside the patient because the physician felt like they were difficult to retrieve. The physician did not suspect malfunction of the paddle lead.

Event description:
A report was received that during an explant procedure several contacts were dislodged from the paddle lead. Two of the contacts remained inside the patient because the physician felt like they were difficult to retrieve. The physician did not suspect malfunction of the paddle lead.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that during an explant procedure several contacts were dislodged from the paddle lead. Two of the contacts remained inside the patient because the physician felt like they were difficult to retrieve. The physician did not suspect malfunction of the paddle lead.